Event description:
It was reported that the ventilator's pressure transducer printed circuit board pcb was defective. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. The pressure transducer printed circuit board pcb was found defective. The conclusion was that the pcb was replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.